Event description:
It was reported that on saturday, (B)(6) while in the cath lab the intra-aortic balloon (iab) was inserted via a sheath into the pt's femoral artery. On monday, (B)(6) the intra-aortic balloon pump (iap-0500 serial number (B)(4)) alarmed "high pressure" and flecks of blood were found in the helium tubing. As a result, the rn phoned the md and the md removed the iab and did not insert another iab. There were no reported pt complications or injury. The pt outcome is listed as "fine".

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be asr reportable. The returned device was evaluated and the event was determined not to be a balloon rupture, therefore, it is reportable. Device eval: the iab, saf sheath with side arm, drive line tubing with the 40cc connector, 30cm arterial pressure line & 6" ap tubing were returned for eval. Blood was noted on all interior & exterior surfaces of the iab & saf sheath. Dried hard blood was noted in the bladder & the bladder was unwrapped. The central lumen was bent at the distal tip of the iab. The central lumen & fiberoptix sensor (fos) fiber were broken & the catheter & central lumen were kinked at the distal tip of the iab. Specks of blood were noted in the drive line tubing. An in-house spring wire guide (swg) was passed through the distal tip of the iab & would not pass the break in the central lumen. The swg was passed through the luer end of the iab & would not pass the kink in the central lumen. Iab was submerged in water & pressurized. A leak was detected at the distal tip of the iab. The bladder was examined under magnification. There was a crease from the wrapping in the bladder & within the crease was a cut. The cut was not in alignment with the crease, but cut across the crease indicating that the bladder came in contact with a sharp object. The bladder thickness was measured & was within spec. A device history record review was conducted for the lot number/serial number. The device passed all mfg specs prior to release. The reported complaint of "the pump alarmed "high pressure" & flecks of blood were found in the helium tubing" is confirmed. The central lumen was kinked & then broken which resulted with blood entering the tubing. The potential cause of the central lumen break was due to a bend from pt movement. In addition, there was a cut found in the bladder. It cannot be determined when the cut occurred.